Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call an insulin flow block alarm. The customer's blood glucose at the time of the incident was unknown. Prior to the incident, the customer did a fill cannula when she received the insulin flow block alarm. The customer was assisted with troubleshooting. The customer kept the reservoir and changed the infusion set, received insulin flow block alarm. The customer changed to a new reservoir and kept the infusion set and did not receive an insulin flow block alarm. The reservoir will not be returned for analysis.